Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their controller kept zeroing out on them and the issue began probably about a month ago. Patient stated that they had this problem before and they called manufacturer and they were sent another controller. Patient said that when they tried to connect back to their settings, all their settings were gone and they had to pull up the battery and put the battery back in to get the controller to work again. Patient confirmed they were referring to their settings zeroing out to zero and has to change their setting. During the call, patient was on group c with program 1 at 9.1. Patient confirmed the adaptive stimulation was turned on, agent reviewed adaptive stimulation and patient turned adaptive stimulation off. Agent informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.